Event description:
Pt reported that when she was rising from a chair, the heads sheared off the four bone screws, causing the tube and plate to become loose. Other devices used: 1. 3 each 00-2319-043-00 screws lot # unk, 2. 1 each 00-1181-010-40 lag screw lot #73375600, 3. 1 each 00-1199-135-04 tube & plate, lot #76690200.